Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed motor error after changing the infusion set and reservoir. The customer's blood glucose was 90 mg/dl. Troubleshooting was performed and the device failed the displacement test. Customer is returning the device for analysis.

Manufacturer narrative:
The insulin pump was stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. However, the insulin pump passed displacement test, basic occlusion test, prime test, operating currents, self-test and off no power. The insulin pump had cracked battery tube threads and cracked reservoir tube lip.